Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The initial reporter and the site of the event were not disclosed in the (B)(6) online data base. These information were not made available to the manufacturer to date.

Event description:
A report was retrieved from (B)(6) online database regarding pumping that has stopped. There was no health consequences or impact presumably to the patient. No further information was provided.